Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The 5 volt power supply was adjusted and the memory was reset during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 6600 system would not fluoro. No pt injury was reported.